Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptomatic bradycardia and was admitted to the intensive care unit (ICU). The right ventricular (rv) lead exhibited suspected loss of capture and oversensing. The rv lead was capped and replaced. The implantable pulse generator (ipg) exhibited ventricular oversensing when the device went into normal elective replacement indicator (eri), causing some loss in capture. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.